Event description:
The customer alleged that he performed control tests using his 2 contour meters and received readings of 219 and 193 mg/dl. The normal control range was 109-151 mg/dl. No adverse events were alleged. The customer could not locate his control solution during the call, so it was not possible to troubleshoot further. The customer was advised to return his test strips for evaluation. Replacement test strips were sent to the customer.